Event description:
See attached file for resubmission.

Manufacturer narrative:
Based upon the investigation findings and clinical assessment of available records, an unknown endoleak, death and aneurysm rupture were confirmed. Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre-implant CT scan. Cautionary product use conditions that might have contributed to this event included the cuff and main body diameters were the same size. Based on the sizing sheet and the pre-implant angiogram run, cautionary product use conditions that might have contributed to this event included an angled, reverse conical aortic neck; post stent graft the angle was estimated to be 40 degrees. Thirty-eight months post implant, there was evidence to support: a stent migration; a rupture aortic aneurysm; an unknown endoleak; pre-operative acute renal failure (complication); and multiple organ system failure (complication), which was the official cause of death. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the unknown endoleak could not be determined with available information. Multiple organ failures are likely cause of death. Device evaluated by MFR: device remains implanted in the patient.

Event description:
It was reported that approximately 38 months post implant of bifurcated device and a suprarenal aortic extension, the patient expired. Reportedly, the patient came in the ER with pain. Patient had high creatine so no pre op cta was done. Patient was rushed up to the or. Physician was able to get the sheaths in, and wires up and before they could shoot run patient pressure dropped dramatically. Physician, than ran a coda balloon up above renals, and occluded aorta to stabilize pressure. Once patient was stabilized they placed a cook zenith graft which sealed the aneurysm. Thereafter, physician shot an angio marker run which verified aneurysm was sealed. However, the patient expired on (B)(6) 2015 - one day post secondary emergency repair of aaa rupture ((B)(6) 2015). The physician feels that it was a type ia leak that caused the leak and rupture. Additional note: during the original implant ((B)(6) 2011), the 25 x95 supra renal aortic extension was placed about 1 cm under left renal in the angulated neck anatomy. The graft probably only had 1 cm or less of seal above aneurysm. The patient did not have a follow up cta until (B)(6) 2014. The cta showed graft was in similar position as 2011 implant and aneurysm has decreased down to 7 cm from reported original 9 cm. They could not find original pre-implant cta. Patient had a non-contrast cta (B)(6) 2015 for abdomen pain. The CT demonstrated that the aortic extension had moved distally and there was potential leak. The CT also demonstrated that aneurysm had increased in size since (B)(6) 2014 cta back to 9 cm.